Manufacturer narrative:
No further follow up is planned. Evaluation summary: the reporter stated the patient stored the humapen luxura half dose (hd) in the refrigerator. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper storage of the device. It was reported that the patient stored the humapen luxura hd in the refrigerator. The user manual states that the humapen luxura hd should not be stored in the refrigerator.

Event description:
(B)(4). This solicited case, reported by a consumer who was contacted by the company via a patient support program (psp), with additional information from a second reporting consumer, concerns a (B)(6) male patient of unknown ethnicity. Medical history included diabetes since (B)(6) 2017. Concomitant medication: insulin deglutec for diabetes. The patient received insulin lispro (humalog) cartridge, at unknown dose, before the meals, unknown route of administration, for the treatment of diabetes, beginning on (B)(6) 2017. On (B)(6) 2017, 19 days after beginning insulin lispro therapy via humapen luxura half-dose (lot number 1403g08), the patients glycemia was decreasing too much. It was reported that he was waking up with his glycemia at 30 or 40 (units and normal range were not provided) and in fasting stated it also reached 35 mg/dl, which was considered as serious due to medically significant reasons by the company. Then, due to this event, the treating physician oriented the patients mother to apply insulin lispro only when the patients glycemia was above 150 (unit not provided) starting on (B)(6) 2017. On (B)(6) 2017, the patients glycemia did not stay above 100, therefore, the patient did not receive insulin lispro. According to reporter, the patient was recovering from blood glucose decreased, because he was waking up with his glycemia at 60 or 75 (units and normal range were not provided). Also, on (B)(6) 2017 his glycemia was increasing, on (B)(6) 2017 his glycemia after the meal was at 225 mg/dl (normal range was not provided). It was reported that the humapen luxura hd was stored in the refrigerator. The patient did not receive any corrective treatment for this event but he was being followed by a specialist. The insulin lispro therapy was ongoing. The patients mother operated the device and it was unknown if she was trained. This device model and the reported device have been used since (B)(6) 2017. There was no reported complaint for this device therefore its return is not expected. No assessment of relatedness was provided. Update 01sep2017: additional information was received on 31aug2017 from a second reporting consumer. Added a second consumer as reporter; added start date of blood glucose decreased; updated time to onset; added that patient did not receive corrective treatments but he was being followed by a specialist; added more values of blood glucose as laboratorial examination. Updated narrative and corresponding fields accordingly. Update 25sep2017: updated medwatch fields for expedited device reporting. No new information added. Update 26sep2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. Entered a device specific safety summary (dsss) for the humapen luxura hd. Corresponding fields and narrative updated accordingly.